Event description:
Customer reportedly obtained result of 13mg/dl and 82mg/dl on the same device within 10 minutes. No action taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.